Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. Other electrical measurements were normal. The lead was explanted and replaced. The patient was stable and would continue to be monitored.